Event description:
It was reported that on multiple firings the clips were not formed completely and would fall off the tissue. They used another like device and completed with no patient consequence. The device is available for analysis.

Manufacturer narrative:
Date sent: 02/14/2008. Information anticipated, but unavailable at this time.